Manufacturer narrative:
Implantable neurostimulator s/n (B)(4) implantable infusion pump s/n (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient via a manufacturer representative reported that they charged their implantable neurostimulator (ins) a week prior to the report but when they interrogated their ins it indicated that the ins battery was discharged. However, the ins battery icon indicated that the device was 3 out of 4 charged. The ins voltage was 3.865v. Upon interrogation they saw a power on reset (por) message but they did not remember the code associated with the por message. The observation screen showed the stimulation was off, noted to charge soon, and check the ins clock. The ins clock indicated (B)(6) 2016. The patient did not recall pressing two buttons together on the recharger or seeing the 60 minute physician mode recharge (pmr) clock. They did not have their recharger with them to check the recharging statistics. The impedances were within normal limits from 800 to 900 ohms. There were no patient symptoms reported. The patient was implanted for non-malignant pain and complex regional pain syndrome type ii.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.